Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 , that an early sensor expiration occurred. The sensor was inserted at the upper buttocks on (B)(6) 2018. No additional event or patient information is available. Data was provided. Data investigation confirmed an early sensor expiration. The root cause could not be determined.